Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they are experiencing pain when they walk as bad as it always was and their stimulation has not been covering the pain in their legs starting (B)(6) 2016. The patient was currently on program a (upright at 3.3v) and was instructed to try increasing their stim and/or change the program. Neither of these options resolved the issue so the patient was instructed to contact their health care provider for possible reprogramming. Indication for use includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.